Event description:
Pt's access was cannulated for dialysis using nipro safe touch safety fistula needle, 15g. After initiating the treatment, the nurse observed blood leaking from a connection on the needle. There were two simultaneous occurrences on a different pts. This was a new product received on 08/18/02.